Event description:
5.5cm submucosal fibroid treated. Did "great "for 4 days. Then got constipated and was in pain. Now with worsening cramping and a 4x4x6cm endometrial stripe on CT- was in the ER due to the pain. Necrotic fibroid tissue is the physician's suspicion and she is planning to take her for a d&c in the am. Bowel sounds normal. Wbc 12.8. No fever; does not look sick. (B)(6) 2024: "pt did well. Wbc 8.2 prior to surg. Fibroids extruding into endometrial cavity shaved down and mostly removed with myosure xl under us guidance. She did not require any extra pain meds after surgery so far."

Manufacturer narrative:
There was no report of device malfunction during the procedure and the system functioned as expected. Submission of this report is associated with the recent acquisition of gynesonics by hologic, inc. During the integration into hologic's adverse event reporting system and procedures, a review of historical adverse events was performed. As a result, this event was identified as being reportable on aug 12, 2025, and is being reported retroactively out of an abundance of caution.